Event description:
It was reported that during a hepatectomy, after using the device on the liver, and receiving numerous generator errors to clean the device and they did that but at one point while the device was out of the patient the nurse said this looks funny. The teflon pad was either burned through or come off. Ultimately it is not clear if the teflon pad fell into the patient or came off of the device at another time, however, it was not retrieved.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. No error messages were received during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.